Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, moderately calcified lesion in the moderately tortuous, distal left anterior descending (lad) coronary artery. Pre-dilatation was performed with an unspecified non-compliant 2.5x8 mm balloon. After placement of the 2.75x38 mm xience prime stent, a distal edge dissection occurred. The dissection was treated with a 2.75x15 mm xience prime stent. There was no further adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.